Event description:
It was reported while using bd vacutainer® push button blood collection set, 15 devices had kinks in the tubing. Additional writing on the box was also reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 10 retained samples were visually inspected, and no damaged tubing or blister packs were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: disfigured product/component and other damage to product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 15 devices had kinks in the tubing. Additional writing on the box was also reported. There was no health impact or consequences reported.